Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of non-sustained right ventricular (rv) oversensing noted via remote monitoring which appeared to be from electromagnetic interference (emi) on the rv lead. It was confirmed that the noise and oversensing was caused by emi from a muscle stimulation device. It was also reported that the patient received inappropriate therapy while using this device. The device will no longer be used, and no other intervention was taken. The patient was stable with no consequences.